Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was received for analysis. Device analysis revealed a kink in the lap joint from femoral marker to the distal end and a kink in the imaging window assembly in the distal end. A damage (marker flake off) was observed in the femoral marker. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Broken drive shaft and imaging core windup were found within the telescope section of the device. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product.

Event description:
Reportable based on analysis completed on (B)(6) 2017. It was reported that lost image occurred. The target lesion was located in the right coronary artery. An opticross¿ imaging catheter was selected to visualize the lesion. However, during pullback, the image was lost. The physician tried to reconnect the opticross¿ but the issue was not resolved. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed that the femoral marker flaked off.